Manufacturer narrative:
The returned test strips were measured on reference meters with a high level control sample. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with coaguchek inrange meter with serial number (B)(4) compared to an unknown laboratory method. On 06-oct-2021, the meter result at an unknown time was 2.9 inr. The laboratory result using a venous sample was 1.8 inr. The time interval between tests was within one hour. On 08-oct-2021 at 11:30 am, the meter result was 3.0 inr. The laboratory result using a venous sample was 2.2 inr. The time interval between tests was within one hour. The therapeutic range is 2.0 to 3.0 inr.